Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's display is black. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device's display is black. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. Stryker informed the customer that their device is at the end of its lifespan and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. A cause of the reported issue could not be determined.